Event description:
No additional information received.

Manufacturer narrative:
Our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the samples. Analysis of the samples showed that there was a cut on the catheter tubing of the defective sample. Bd determined that the cause of the failure was likely related to our manufacturing process. However, an exact root cause could not be determined since we were unable to replicate the observed damages on a sample during our investigation of our manufacturing processes. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in leaked the following information was provided by the initial reporter: tube to IV leaking. After puncture, immediate leakage. Date when complaint occurred: (B)(6) 2023. The complaint was observed during use of the product; it did not affect the patient.